Event description:
The reporter stated that the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in 2005. In 2006 due to excessive vault narrowing of the angle and shallowing of the anterior chamber depth the lens was removed.